Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard beeping coming from their device. Follow up indicated the device alerted for a missed transmission. The device delivered inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. The patient's medication was adjusted to control their af. The device is still in use. No further patient complications have been reported as a result of this event.